Event description:
It has been reported to philips that the allura xper fd20/20 system lost it's signal. No harm has been reported. The board connections were reset and the pc host booting issue was resolved. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was unable to boot up. Upon investigation, fse confirmed that the issue was caused due to the low voltage of motherboard cmos battery. The fse replaced the battery. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.